Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, varying capture thresholds were observed. There were non-sustained ventricular oversensing episodes which showed loss of ventricular capture. Review of freeze capture showed normal capture at that time. The patient will be called in clinic for further evaluation. The patient will continue to be monitored.